Event description:
It was reported that the inner cannula doesn't stay locked in. The tube was in the pt for almost 30 days, and it was time to be changed to a new tube. The pt changed it to another 8lpc.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.